Event description:
The customer reported the system displayed a communication error. This error will cause the system to lock up or not to boot up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and the system operates as intended.